Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The event of high capture threshold on the right ventricular lead was not confirmed. Final analysis found only the distal portion of the lead was returned in one piece measuring 54.9 cm. Electrical testing was normal with no anomalies noted. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.